Manufacturer narrative:
A revision procedure was performed and the system was explanted and replaced. The products were discarded by the hospital and are not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up appointment, this device had measured a pacing impedance greater than 2,000 ohms on the associated right ventricular (rv) lead. No adverse patient effects were reported.